Manufacturer narrative:
The bed was swapped for a known working bed and the alleged defective bed was sent back to the hill-rom service center. The tech checked the brakes and could not duplicate the issue, the brakes function as designed. The most likely cause is possible user error. No repair was needed, the bed functions as designed. Based on this info, no further action is required.

Event description:
The account reported that the brakes on the bed would not stay locked. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).